Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of the implant procedure, the right ventricular (rv) lead was not capturing. The clinician reviewed the patient and the lead was reprogrammed to obtain capture. It was noted while unhooking and testing, the patient had no underlying rhythm with asystole and the lead was quickly connected back to the implantable pulse generator (ipg), however, no capture was observed and it was noticed the programming had switched to unipolar. The device was reprogrammed to bipolar and still no capture observed. The lead was tested via analyzer. The lead output tested the same as when the lead was inserted. The clinician noted the patient was pacing dependent and the "lead could not be trusted, or possibly the placement" and a back up lead was inserted. It was decided to utilize the newly implanted lead and the clinician was also not sure if the ipg had a problem, so the ipg was replaced. No further patient complications have been reported as a result of this event.